Manufacturer narrative:
G2: the country of origin is japan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that abnormal impedances were measured with electrodes 4, 6, and 7. It was noted that an impedance measurement was performed to troubleshoot the issue and it was found that only electrode 7 had abnormalities. A review of the session report from the time of report showed that electrode 7 had high impedances with all electrodes and impedances of 40,000 ohms with electrodes 6-15 specifically. Additionally, electrode pair 6-8 also had an impedance of 40,000 ohms, while electrode 6 also had high impedances with electrodes 0-5. It was noted that electrodes 6 and 7 were not involved in the patient¿s original settings, so the session was completed without changing their settings. The patient was receiving effective therapy. There were no external factors in particular reported that may have led or contributed to the issue. There were no surgical interventions planned or performed and the chronic intractable pain patient was alive with no injury at the time of report. No complications were reported or anticipated. Additional information received from a manufacturer representative. It was reported that the patient's pain worsened from early in january 2024. There were high impedance values for electrodes 0, 1, and 6 (40 ,000 ohms). It was noted that they "reset" the device without using electrodes 0, 1, and 6. The issue was not resolved. Additional information received from the manufacturer representative. The representative clarified that when they reported they "reset" the device, they meant they reprogrammed the device. The cause of the high impedance issue was not determined. It was noted that if the number of electrodes that could not be used increased in the future, then a lead replacement would be planned.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that it could be seen from the provided session reports that there were high and out or range impedances on electrodes 1, 6, and 7.